Event description:
It was reported that the patient experienced vocal cord paralysis. The patient was either a smoker or former smoker with multiple previous implants. No additional relevant information has been received to date.